Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting an increase in shock impedances. The shock impedances have risen since october to out of range values that were greater than 130 ohms. This rv lead was reprogrammed and remains in service. No adverse patient effects were reported.

Event description:
It was reported that information was received indicating that this right ventricular (rv) lead was exhibiting an increase in shock impedances. The shock impedances have risen since october, to out of range values that were greater than 130 ohms. This rv lead was reprogrammed and remains in service. No adverse patient effects were reported. Additional information was reported indicating that the cardiac resynchronization therapy defibrillator (crt-d) was removed, as a normal change out. During the procedure, this rv lead shock impedance was found to be high and out of range. Troubleshooting was discussed by technical services; however the exact troubleshooting and outcomes are not known. No adverse patient effects were reported. Evidence suggests this product remains in service. This report will be updated, should additional information be received.